Event description:
A surgeon reported experiencing a surge in flow during cataract surgery. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
A site visit has been performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).